Event description:
The customer experienced a hypoglycemic event where she obtained a blood glucose result of 91 mg/dl on the accu-chek aviva system that read true to the event. She treated herself and felt better 20 mins following treatment. The customer felt shaky with right hand numbness after the hypoglycemic event. She dosed herself with byetta, ate a meal and took metformin. Fifteen mins later, the customer reportedly received the following results on the accu-chek aviva system within 10 mins: 110mg/dl, 98mg/dl, 102mg/dl, 95mg/dl and 236mg/dl. The customer reports that she felt shaky with the back-to-back results and was not sure if she was hypoglycemic or hyperglycemic. She states that she occasionally feels shaky when her blood glucose results are high. The customer's normal blood glucose results is 155mg/dl. The customer dosed her self with novolin 70/30 and felt better one hour following treatment. No adverse event reported. New system sent and return requested.